Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records from the event and was able to verify that the reported issue occurred; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that after administering a shock to a patient, that their device's display went blank and the unit locked-up.  The device was not responsive.  The customer advised that the only way to cycle power was to removed the device's batteries.  A backup device was obtained and used to continue patient care with minimal delay.  The customer confirmed that the backup device was used to shock the patient (amount of shocks delivered was unknown).   The patient, a (B)(6)-old male, survived the event.   There were no adverse effects to the patient as a result of the reported issue.